Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventricular lead exhibited unacceptable thresholds. The lead was explanted. No patient symptoms were reported.

Manufacturer narrative:
Analysis description: final analysis found external insulation abrasion breaching outer insulation and exposing outer coil at 18.7 cm to 19.1 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device or feature of the heart.

Event description:
New information indicated the patient was in good condition post procedure.